Event description:
On 7/18/92 a nursing assistant was changing a residents draw sheet. The resident rolled toward and against the nursing assistant. The resident's bed wheels have no brakes on the wheels and the bed rolled away from the nursing assistant resulting in the resident rolling on the floor. Resident landed on the left shoulder and left hip. Resident was sent to the hospital emergency room and returned 7/21/92 with the diagnosis of a left hip fracture. Wheels were removed from the resident's bed on 7/21/92 and wheels with brakes were attached to prevent bed from moving during repositioning and transfersdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: design - human factors. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.